Manufacturer narrative:
A visual evaluation was performed and found the stent was free of any kinks or bends. The push catheter was bent at 5.6cm from the distal end. The suture was intact and normal for post stent deployment. The suture hole was free of any tears. The stent was loaded on the guide catheter and a functional evaluation for stent deployment was performed with the device laid down semi-straight. The stent could be deployed with difficulty due to resistance from the bend in the catheter. The guide catheter was completely removed for evaluation. The guide catheter was found to be bent at 20.3cm from the distal end. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the stent kinked. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the stent kinked. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Reported event of stent kinked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.